Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a caregiver with supplemental information from a nurse of death and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient's wife left a voice mail message stating that the patient had passed away. On (B)(6) 2012, global pharmacovigilance contacted the peritoneal dialysis nurse (pdrn) regarding the death and obtained the following information. On (B)(6) 2012, the patient experienced peritonitis. Treatment was unknown. It was unknown if the patient was hospitalized for the event. The nurse stated she did not know the cause of the peritonitis. The pdrn stated, "all I know is that the patient just came back from a vacation in (B)(6) and got a peritonitis infection while there." On an unreported date, the pd therapy was discontinued. The pd catheter was removed and the patient was placed on hemodialysis. On (B)(6) 2012, the patient was taken off hemodialysis. On (B)(6) 2012, the patient went into hospice. The reason for hospice was unknown. In (B)(6) 2012 (exact date unknown), the patient died. Cause of death was end stage renal disease with complication of peritonitis infection. The peritonitis was ongoing and improved at the time of the death. The pdrn stated the events were not related to the homechoice system machine, disposable parts or dianeal therapy. The pdrn declined to provide any further information.

Manufacturer narrative:
(B)(4).this is report 3 of 3. The sample was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. The lot number of the minicaps shipped to the patient while traveling in mexico was unknown, therefore a batch review could not be performed.